Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor felt warm. It was further reported that the monitor was not working because it overheated. The patient plugged other devices into the same outlet and claimed it overheated the monitor. It was advised not to plug additional devices into the outlet if this caused the issue. No further troubleshooting steps were performed. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.